Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Patient's right common iliac and external iliac vessels were observed to have calcification. The patient has a horizontal anatomy with an aortic valve angle measured to be 50 degrees. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, the ds was observed to be kinked while inside the patient's right femoral artery and it was unable to be advanced through the common iliac vessel, so the ds was removed from the patient's anatomy. A 22 fr, introducer sheath (is) was inserted and the second large flexnav then able to be advanced into the annulus. The valve was placed at a depth of 3mm. Upon release, the valve embolized towards the aorta at a depth of 0mm within the annulus. Post-procedure, mild paravalvular leak (pvl) was observed with a mean gradient of 4mmhg. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. No additional intervention was performed. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.